Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which was included within the population of a recent field advisory, was very upset about his device's involvement in the advisory. The patient has a history of health problems and discussed them with technical services. Additionally, it was noted that the patient would be followed with the latitude remote monitoring system and that the patient was told by his physician that no issues were identified with the device at the time of the last follow-up and that explant was not advised. The device was later explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.